Event description:
It was reported by service report that the scale is not accurate. The customer could not determine whether there was pt involvement or adverse consequences occurred.

Manufacturer narrative:
Result - angle sensor.